Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). The complaint is confirmed. Visual examination of the returned product shows only sheared small pieces. Sem analysis of a shard sample broken off from tibia component showed that it consisted of a fracture surface on one of its faces, exhibiting an overload mode of fracture. Sem micrographs of the fracture surface, which showed sheared overload mode of fracture with ductile dimples. Material analysis were conforming to the print specification of the persona tibial plate. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Per package insert 'fracture' is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - persona posterior stabilized articular surface left 10mm catalog #: 42512400810 lot #: 64444713. Report source - (B)(6). The complainant has indicated that the fractured piece is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during knee arthroplasty when the surgeon attempted to insert the articular surface onto the tibial plate with an inserter, the tibial plate fractured. The fractured piece was removed from the cavity and the procedure was completed utilizing a new inserter. No adverse events were reported as a result of this malfunction.